Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that air was observed in the cadd administration tubing. The product problem occurred while a parenteral nutrition (1,600 ml) was being administered on a pediatric patient. A bag for a central venous line was being used. The pump stopped infusing, but did not produce an occlusion alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: two used and one unused cadd administration sets were received for the evaluation of a reported air in line. Three pictures were also received by shm, however, the air in line could not be viewed in the photos. A visual inspection was performed at a distance of 12' to 16' under normal conditions of illumination and no discrepancies or defects were found. A functional testing was performed where the sample was connected to a water bag to infuse water into teh sample. No air bubbles were detected in the side nor the vent side of the filter that could move through the line. Root cause could not be determined since the reported failure was not confirmed. No actions were required.